Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.